Manufacturer narrative:
Add'l catalog #s: 72402105, 72402287. (B) (4), (B) (4). The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) female with neurologic disorder and obstetric trauma was implanted with an acticon device on (B) (6) 2001. On (B) (6) 2008, the entire device was removed and replaced due to recurring incontinence. The hospital is not returning the device for analysis. No further info provided.